Manufacturer narrative:
The insulin pump was received with intermittent act and down buttons response due to corroded keypad traces. No button error alarm and no unexpected numbers ramping or scrolling during our testing. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 114 mg/dl. The customer stated that he received a button error when he attempted to scroll. The blood glucose level kept scrolling. The customer could not recall any significant events that led up to the incident. Customer was advised to discontinue use of the device and to revert to a backup plan.